Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿catheter body ¿ damage occurred to catheter body and/or guidewire during implant procedure¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8782 serial# (B)(6): product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: (B)(6) 2027, UDI#: (B)(4). H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient being implanted with an infusion system. The indication for pump use was non-malignant pain. It was reported that during the patient¿s implant it was rather difficult to get the catheter to advance. Once the catheter was in place, as the stylet was being removed, it was unable to be pulled out of the catheter, so the catheter was explanted. Once the catheter was out of the patient, it was noted that the stylet was stuck at around 12 to 16 cm and it would come out, but when it was in the patient it would not come out. There were some bends in the catheter stylet, but it did go back into the catheter when it was out of the patient. They then removed the needle and placed an entirely new catheter. The patient was doing well with no complications from this. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the event.